Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the customer was attempting to deflate the mask and the lma cuff would not deflate. Alleged defect was detected prior to use during functional testing. No reported patient involvement.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was not provided by the customer. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the customer was attempting to deflate the mask and the lma cuff would not deflate. Alleged defect was detected prior to use during functional testing. No reported patient involvement.